Event description:
Event: pain/swelling. In 2008: pt rec'd 1st injection of supartz to the left knee. On the following month: pt rec'd 2nd injection of supartz to the left knee. On eight days later: pt rec'd 3rd injection of supartz to the left knee. On two weeks later: pt rec'd 4th injection of supartz to left knee. Pt complained of pain, swelling and lost of rom (range of motion). On the following month: she was given IV antibiotic therapy and is doing well. No further incidents. The injecting physician believed that the pt experienced a pseudoseptic reaction. The pt's cultures were negative. The injecting physician believed the pt had a reaction to the supartz.

Manufacturer narrative:
Our medical adviser suggested as follows: although bacterial culture was negative in this case, the bacterial detection rate is low in bacterial culture of infected synovial fluid and the possibility of infections arthritis cannot be ruled out. Info on symptoms, property of the synovial fluid, wbc count, and crp level on the incident day were not obtained, but it is likely to be infectious arthritis because the pt was recovered after treatment with antibiotics. In addition, since it was also reported that the other pt who rec'd the same treatment on the same day at the same hosp experienced infectious arthritis, it is likely to be infectious arthritis accompanied by supartz injection procedures, etc.